Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock due to fast conducted atrial fibrillation (af) and therefore was admitted into the hospital for treatment and or medication. The physician is still deciding whether to reprogram the device to add a vt zone to allow discrimination for the fast af and increase the vf zone or simply manage medically. The patients heart rate now appears to be medically controlled. While performing device check, the physician noted that the shock impedance trend graphs appeared quite variable with notable dips in the past around (B)(6) and (B)(6) 2021 although they appear to have plateaued again. The right ventricular (rv) pacing lead impedance was reported to have decreased around (B)(6) and since plateaued around (B)(6) of 2021. In addition, there had been intermittent jump in shock impedances. Troubleshooting consisted of having the patient perform various maneuvers with arm and body movements with no conclusive findings. The plan is to continue monitoring this patient via latitude home monitoring system. With regards to the inappropriate shock for fast conducted af falling in the vf zone the plan is to titrate rate controlling medications. Boston scientific representative discussed device reprogramming with the physiology team but currently no changes have been made. This ICD and rv lead remains in-service. No additional adverse patient effects reported.